Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that due to pelvic pain and mesh erosion the patient underwent the following procedures: on (B)(6) 2009 mesh trimmed, on (B)(6) 2009 stitch removed, on (B)(6) 2010 removal of nerve around mesh, on (B)(6) 2011 mesh removed, from (B)(6) 2011 to present the patient is under the care of a pain management team.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6).